Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: analysis of the returned device identified: opening linear on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior and creases flat. The fill test inspection was performed, the result is no blockage. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.